Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer's blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed button error while at the beach. Button error troubleshooting was performed and confirmed that the time is not advancing. Customer received another button error after battery has been changed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump had button error alarm noted. However act, esc, b and up arrow buttons did not respond due to corroded keypad traces. No frozen screen noted. Time advanced properly. Pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.